Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on 12/01/2015. The patient's sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention.